Event description:
It was reported that the device had been randomly losing power on it's own. There was no report of any pt involvement/adverse event associated with any of the incidents.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio determined the cause of the problem to be loosening of all four battery pins. The battery pins were tightened and proper device operation observed through functional and performance testing. The device was then returned to the customer for use.